Event description:
It was reported that a user applied a new libre 3 plus sensor and received a pairing failed notification after scanning the sensor in the libre app instead of the ilet app, which resulted in the sensor being in use by another device and unavailable for pairing to the ilet system. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included customer interview, device use history review, and technical troubleshooting and education. Investigation of this case revealed that the sensor pairing failure resulted from use error due to initial pairing with the incompatible app, consistent with a device use issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and pairing workflow.